Event description:
It was reported, the customer was experiencing unexplained high blood glucose. Customer stated their blood glucose would be over 200 mg/dl. Customer had treated their blood glucose with a manual injection. The customer also stated they would feel symptoms of low blood glucose, but their blood glucose would actually be elevated. Customer also reported their infusion set would pull out when pulling their shirt down. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.